Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal at an unknown dose and concentration via an implantable pump. It was reported that the patient had an MRI on (B)(6) 2021. The pump was not interrogated after the MRI. The patient went in for a refill on (B)(6) 2021. The patient and hcp were hearing a pump alarm every hour. It was unknown whether it was a single tone (non-critical low reservoir alarm) or a dual tone (critical alarm). Interrogation showed a motor stall. Logs showed that a motor stall occurred on (B)(6) 2021 and ¿nothing else¿. The physician found that after 48 hours, the pump had reached tube set. There were no patient issues, no therapy loss, and infusion of drug was as usual since (B)(6) 2021. As the reservoir volume was correct, and the patient did not experience any underinfusion symptoms, it seemed to be a ¿safety mode¿. The recommendation was to wait a maximum of 2 days and check if the motor stall/safety mode had recovered. After waiting 4 hours since the first interrogation, the pump showed ¿motor stall recovered¿, and the pump worked normally. The issue was resolved. The patient's status was alive - no injury. Surgical intervention did not occur and was not planned. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. It was noted that the pump was implanted "in 2019 [year is accurate]".